Event description:
Customer reported bubbles were inside the rbc (red blood cell) diluent dispenser when using the coulter lh 780 hematology analyzer. Results for rbc were non-numeric error conditions (voteouts) recovered for patient samples tested at the time of the event. The customer reran all flagged and questionable results on another analyzer for confirmation and as per laboratory protocol for verifying flagged results prior to release. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed bubbles inside the rbc (red blood cell) diluent dispenser. The dispenser was replaced, resolving the event. (B)(4).